Manufacturer narrative:
(B)(4). Investigation - evaluation: reviews of the instructions for use (IFU) and quality control data were conducted during the investigation. The complaint device was not returned; therefore, no physical examination could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The device is shipped with instruction for use (IFU) which includes the following cautions "do not force components during removal or replacement. Carefully remove the components if any resistance is encountered." The following suggested instructions for using universa stent set sets for endoscopic placement are also provided "watch for the distal end of the stent at the ureterovesical junction. At that point, halt advancement of the stent. As an assistant removes the wire guide, hold the stent in position with the positioner. The stent pigtail will form spontaneously. Carefully remove the positioner from the cystoscope". The cause of the complaint could not be established. No complaint device was returned and the available information is extremely limited due to this event being reported 2nd hand (a medical professional reported the event having heard about it from another medical professional). We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required.

Event description:
It is reported after being indwelling for an unspecified length of time, the distal end of a universa firm ureteral stent tied itself in a knot and the stent could not be removed normally. The stent had to be removed percutaneously from the ureter through the kidney with an unspecified instrument. The complaint was reported by a medical professional who heard about the event from a co-worker and reported it to a cook representative. No additional consequences to the patient have been reported as a result of the alleged malfunction. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.